Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were worn, sunken in, and required presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was observed to be peeling up from the left side of the up arrow and down arrow buttons. All of the keypad symbols were worn and illegible. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination was found under any key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.